Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Glenoid sphere was seated and locked properly during surgery on (B)(6) 2020, but during a follow up visit to dr (B)(6) on (B)(6) 2020 found to be dislocated with a sphere that came loose and popped off the glenoid baseplate. The same sphere was re-seated and locked onto the baseplate during surgery on (B)(6), but found to be loose again. Another component was opened and used. A back up glenoid sphere component was opened and inserted. Revision, device not explanted. An extra surgical procedure was scheduled to revise the glenoid.